Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the arctic sun device did not cool during decontamination. The root cause of the device was not cooling in decontamination was determined to be a failed mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Installed test mixing pump to cool. Device was not cooling during decontamination. Mixing pump was serviced during the pm process. Circulation pump motor had dried out bearings. Tank seals were torn and degraded. Pm performed. Serviced circulation pump. Replaced heater, both manifold o rings, the drain valves, and of the double bend tube and the chiller evaporator outlet tube. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the arctic sun device did not cool during decontamination. The root cause of the device was not cooling in decontamination was determined to be a failed mixing pump. Per sample evaluation results received via task on 03apr2026, it was reported that the circulation pump motor had dried out bearings. Tank seals were torn and degraded.